Event description:
It was reported that a malfunction occurred on the pump after it was dropped from the patient's hip. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Customer support provided instructions for resetting the pump, which resolved the issue without any recurrence of the malfunction code, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared, and the legal guardian was informed of the technical support provided.